Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator alarmed and stopped ventilating the patient. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
Coviiden reference: (B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the breath delivery united printed circuit board. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.